Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01090. It was reported that burr became stuck in lesion and on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, first ablation was done at 200,000rpm for 5 to 6 times and for a total of 12-13 seconds within 5,000rpm down. Subsequently, the burr was pulled back; however, it was noted that the burr became stuck in the lesion. The burr was eventually pulled with force and second ablation was attempted; however, the burr could not advance and became stuck on the rotawire. The burr and rotawire were removed as a unit without resistance and the procedure was completed with another of the same burr and rotawire. There were no further patient complications reported and the patient's condition was stable.

Event description:
Same case as MDR ID: 2134265-2018-01090. It was reported that burr became stuck in lesion and on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, first ablation was done at 200,000rpm for 5 to 6 times and for a total of 12-13 seconds within 5,000rpm down. Subsequently, the burr was pulled back; however, it was noted that the burr became stuck in the lesion. The burr was eventually pulled with force and second ablation was attempted; however, the burr could not advance and became stuck on the rotawire. The burr and rotawire were removed as a unit without resistance and the procedure was completed with another of the same burr and rotawire. There were no further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The guidewire returned together with the rotablator. Initially, it was observed the burr was in contact with the spring tip; besides, the guidewire was stuck inside the rotablator, but, it was possible to release without resistance. After the guidewire was removed, it was noted the solder fillet of the spring tip was missing. Also, the guidewire has the distal tip and body kinked; the kinks in the body were located approximately at 86.5 cm, 149.8 cm and 191 cm from the proximal end. Dimensional inspections were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu indicates the following: "never advance the rotating burr to the point of contact with the guidewire spring tip, as this may result in distal detachment and embolization of the tip. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery." (B)(4).